Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a rash and itchy. There was no alleged device malfunction. The patient reported a history of eczema, but that this irritation was unrelated. The patient's physician suggested an unknown rash cream that improved the irritation.